Event description:
It was reported that the right ventricular (rv) lead had no capture a few weeks after implant. The lead was revised. The patient also had complaint of a shocking sensation during pacng. The atrial lead was also revised. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086mri58 lead, implanted: (B)(6) 2014. (B)(4).